Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventative actions are in the process of being implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat restenosis of a non-abbott stent in the left superficial femoral artery. The 5 x 60 mm armada 35 balloon catheter was advanced without resistance and inflated to 8 atmospheres (atm); however, the balloon ruptured on the first inflation. The armada 35 was removed without issue and a new armada 35 was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.